Event description:
A customer returned a ventilator to the MFR's service center for scheduled preventive maintenance. The customer made no allegation of device malfunction, pt harm or injury. During the preventative maintenance procedure, the ventilator failed to relieve pressure at the high pressure limit. The dump valve was removed for eval and failed performance testing. The dump valve was replaced on the ventilator to correct the problem and the ventilator was placed back in service. The dump valve was returned to the MFR's engineering dept for further investigation. During the eval, the failure to relieve pressure was not duplicated. The dump valve was installed in a ventilator and passed the MFR's dump valve operational testing. The failure of the dump valve to relieve pressure could not be reproduced during this operational testing. A review of the MFR's complaint database revealed no increasing trends in dump valve failures. Based on these findings the MFR concludes that no further action is required. If further info regarding this case becomes available, we will continue our investigation at that time and will subsequently submit a follow up MDR report to the FDA if appropriate.